Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an 5.5 cm abdominal aortic aneurysm. Patient did not return for follow-up appointments for four years, vessel morphology was reported as disease progression resulting in aortic neck dilatation and aortic neck angulation. The CT demonstrated that the stent graft had migration with a large type I endoleak. The aneurysm had enlarged from 5.5 cm to 9.0 cm. The physician placed an aneurx 28 aortic cuff for length, not to repair the endoleak just for lengthening. The physician implanted a talent aortic stent graft to repair the type I endoleak, (MFR 2953200-2009-00968) however, there was a type I endoleak. Then the physician placed two palmaz stents and still there was an endoleak present. The patient still has a very slight one endoleak and will be monitor. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(Secondary intervention). Evaluation codes, results: (disease progression resulting in aortic neck dilatation and aortic neck angulation), (migration, endoleak). Conclusion: (disease progression resulting in aortic neck dilatation and aortic neck angulation). .